Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that they are continually having a problem with the y-port leaking after about 2 months of use. So far this year, they have replaced the port seven times. The ports seem to breakdown/crack around the lower port and leak formula or flush. There has been no harm to the patient. The initial reporter stated the patient does cough hard a lot and could be putting stress on the port. The patient is using osmolite 1.5.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Four samples without original packaging or lot numbers were received for investigation. During functional inspection that was in accordance to procedure, it was observed that there was leaking in the dual adapter with barbed connector. A formal investigation was opened to address this issue. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.